Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jun2020.

Event description:
The customer reported that when the oxygen flow exceeds 55 liters, the device would stop ventilating. There was no patient involvement.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 philips service technician evaluated the device and confirmed the patient circuit was using an incorrect/non-philips patient circuit for the use of high flow therapy (hft) option. The reported problem did not cause a delay in patient therapy and after evaluation by the philips service technician it was confirmed that the customer was using an incorrect patient circuit. This issue was a result of user error; since no device malfunction was confirmed, no parts were replaced. The technician provided training to the customer about this option. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G3: 23jun2020. B4: 23jun2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.